Event description:
An event was reported where a customer experienced elevated blood glucose levels and sought emergency room treatment on (B)(6), 2025. There was no adverse impact to the customer's blood glucose level following the incident. The customer attempted to resolve the issue by administering boluses via the pump and changing the infusion set but ultimately required additional medical intervention at the ER, where treatment with intravenous insulin and fluids resolved the issue. There were no issues found with the pump or related insulin delivery system, and no permanent damage was identified. The customer was discharged from the ER after a few hours, with no further actions needed.